Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient is no longer able hear well with his device. Testing shows 10 out of in total 12 channels in status hi, confirming that the device has malfunctioned.